Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2020 the user has no longer been responding to sounds when using the device. There was no redness or swelling observed at the implant site. There is no report of any accident or trauma. Re-implantation is planned

Event description:
The user_s hearing performance is affected. The user was reimplanted in (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages such as the destroyed housing is due to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance is affected. The user was re-implanted.

Event description:
Since (B)(6) 2020 the user has no longer been responding to sounds when using the device. There was no redness or swelling observed at the implant site. There is no report of any accident or trauma. Re-implantation is planned but no further information has been received.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Despite requested no information on further steps have been received.